Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the devices screen was not turning on. The evaluation and repair of the device is not complete. A report will be submitted when the manufacturer's investigation is complete.